Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use, after flushing the 3.0 x 28 mm xience xpedition stent delivery system (sds), the stylet and the protective sheath were removed, but the stent implant was missing. It was noted that the stent implant remained inside the sheath and was crushed. The device was not used; there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation and the reported stent dislodgement were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Per the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), the user is to remove the device from the protective tubing, remove the product mandrel and protective stent sheath, then flush the guide wire lumen and prepare the device by removing air from the system. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the inadvertent mishandling during sheath removal resulted in the reported/noted stent damage (crushed, mangled); thus, resulting in the reported stent dislodgement and there is no indication of a product quality issue with respect to manufacture, design or labeling.